Event description:
It was reported to boston scientific corporation that a obtryx system-halo was used during a tot for stress incontinence procedure performed in 2009. According to the complainant, during the procedure, the sling broke when it was being put into the pt. The case was completed with another obtryx system-halo with no harm to the pt. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.